Event description:
Ous MDR - after an implantation time of about 39 months the device was reported to be at eri. No episodes had been recorded. No worsening of the patient's health was reported. The ICD was explanted and returned for analysis.

Manufacturer narrative:
The ICD first underwent a status interrogation, and the device memory was analyzed. The device status was eri, 15 charge processes had been documented. The charge drawn from the battery was checked. The check indicated an unexpected discharge of the battery. The current uptake of the device was then tested, which proved to be unremarkable. The ICD¿s ability to provide therapy was tested. The anti-bradycardic output signal was normal and matched the programmed values. A fibrillation signal was supplied, and the device reacted according to specifications with a defibrillation shock. The specified energy level was reached, and the charge time was as expected. The ICD was then opened. The visual inspection of the internal structure did not show any irregularities. The battery voltage was measured. The measurement confirmed a battery discharge not in agreement with expectations. The battery was returned to the manufacturer for a thorough analysis. First, a microcalorimetric measurement of the battery was carried out. It showed an increased heat tone. Next, the battery was opened and examined. A local low-ohm instance was detected on the side of the cathode. This local low-ohm instance enabled an increased battery-internal self-discharge, which contributed to the premature battery depletion. In summary, the analysis of the ICD confirmed an early battery depletion. The clinical observation resulted from an increased self-discharge of the battery. The electronic module proved to be without problems during the analysis. Based on the analysis, it can be assumed that the therapy functions critical for protecting the patient were available without any limitations during the implantation time.